Event description:
It was reported that the programmer's fan rattled. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a noisy fan, the internal inspection revealed a bent/damaged fan bracket however it was noted that this was not responsible for the fan noise. Analysis also determined that there was evidence of liquid ingress and corrosion. The programmer was deemed unrepairable due to the excessive corrosion and was to be replaced. (B)(4).